Manufacturer narrative:
The case description states that the charging port started melting while on the charger. Only the op5 controller was returned for investigation. The case description states that the user was charging the controller with an insulet provided charger. Thermal damage was observed to the charging port of the controller. The controller was turned on with its own battery power and cloud logs were uploaded from the controller. Inspection of the log files show that the battery temperature rose to high temperatures on the date of occurrence. The device was not plugged in due to the thermal damage observed at the charging port. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported thermal event could not conclusively be determined.

Event description:
It was reported by the patient that their omnipod 5 controllers charging port started melting while on the charger. The patient returned the controller only, no charger was returned. Investigation and analysis confirmed the device reached high temperatures, and thermal damage that is consistent with the types of thermal incidents associated with usb-c connectors. The exact cause of the reported thermal event could not conclusively be determined.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.